Event description:
The patient appeared to experience subcutaneous emphysema with drop in peripheral oxygen saturation during a procedure in which renuvion was used as part of the overall surgical treatment. The patient appeared to experience subcutaneous emphysema with drop in peripheral oxygen saturation during a procedure in which renuvion was used as part of the overall surgical treatment.

Manufacturer narrative:
The treatment plan included skin tightening to the upper arms. Patient was infiltrated with tumescence and after approximately 30 minutes two insertion sites were made on the shoulder and two were made in the elbow for gas egress. The renuvion device settings were 70% power and 1.5lpm of helium flow. Approximately 10 minutes into treatment the patient complained of pain in the neck and chest. Treatment was stopped. The patient's chest had been covered by a sterile drape preventing the surgical staff from observing any buildup of tension in the body. Subcutaneous emphysema was detected in the face, neck and trunk. Evacuation of the gas towards the arms was followed by a decline in oxygen saturation. The patient was admitted to the nearest hospital with a diagnosis of pneumothorax. A chest tube was inserted, and the patient was monitored during reduction of the emphysema. The patient was discharged home in good condition after three days. The surgeon noted in the future they need to ensure pretunnling is interconnected thoroughly, monitor the trunk for gas accumulation and sufficient insertion sites are utilized to allow for gas egress. Additionally, the surgeon stated that perhaps massaging out the emphysema led to the pneumothorax. As with all energy devices there are inherent risks associated with the use of renuvion. Risks included in the instructions for use are: pneumothorax, temporary or permanent nerve injury, ischemia, pain, discomfort, gas buildup resulting in temporary and transient crepitus or pain.